Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced a prolonged hyperglycemic event after a routine lunch announcement, with glucose rising to approximately 400 mg/dl and remaining elevated for about seven hours despite a same-day infusion set change using a teflon inset with 23-inch tubing and no visible set issues. Symptoms included thirst, headache, and subsequent hypoglycemia to 69 mg/dl requiring glucose tablets after the high resolved; the user also noted trace ketones and exercised to aid glucose reduction. Outcomes included transient hyperglycemia with ketones followed by symptomatic hypoglycemia, both managed at home without hospitalization or alarms. Investigation included troubleshooting and education with scheduling for additional training, and review of user-reported data indicating fluctuating glucose without identifiable device malfunction. Investigation of this case revealed no confirmed device or component failure, and the infusion set functioned as intended based on user inspection and recovery of glucose control. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.